Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: the image flickering is due to image with intermittent flickering then blacks out. Regarding the green discharge, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited when connecting to the processor the image was flickering and they noticed some green discharge coming out of the scope. The issue occurred during setup. There were no reports of patient involvement.